Event description:
It was reported that the plaintiff was implanted with an ams "wide bore polypropylene mesh" on (B)(6) 2007, to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that as a result of having the products implanted the plaintiff, "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has been required to undergo corrective surgery, " and " has endured impaired physical relations with her husband," emotional distress, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.